Event description:
A jackson, pratt drain was placed during surgery in 06/05. Two days later a resident attempted to remove the drain. It broke and a portion remained in the pt. The resident reported no resistance when he tried to remove the drain. Upon examination user facility are reasonably sure the drain did not have a suture that would have caused the separation. The pt required returing to the operating room to remove the retained drain piece.